Event description:
The right ventricular (rv) lead had a decrease in r-waves. Right ventricular (rv) lead dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).